Event description:
The manufacturer received information regarding a repaired dreamstation auto CPAP device. The patient alleges respiratory tract irritation, dizziness and/or headache, and new or worsening of asthma. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.